Manufacturer narrative:
Tracking #.56053/j. D5,6; h4: info not available, device not returned for analysis. 04/30/1998 the surgeon, relays a story of an injury with an optiview trocar in approx december of 1996. There was an injury to the right external iliac artery and at which hosp it occurred is unk. The surgeon, believes that another surgeon involved but is not certain. No other info is available.

Event description:
It was reported by the surgeon, an optiview trocar was used during an unknown procedure. The surgeon, was reviewing medical records in a medical malpractice litigation. It is reported the incident occurred in dec. 1996 the pt sustained an unknown complication. She was not sure which facility, it may have occurred at.